Event description:
It was reported that when the brake was released to perform pre-mapping of a right atrium leadless pacemaker (ralp), the catheter advanced deeply into the atrial appendage. The ralp helix was noted to be stretched on fluoroscopy when the protective sleeve was applied for repositioning. The ralp was exchanged and the implant procedure was completed. There were no patient consequences.

Event description:
It was also noted that there was insufficient engagement with the myocardium.